Event description:
Three negative troponin results were obtained on pts' samples. The results were not reported to the physician(s). The samples were retested and correct results were obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the negative troponin results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate the negative troponin results were due to a customer error; they placed an acid bottle in the wash 1 position. The customer replaced the incorrect bottle with wash 1, primed the fluid lines, and ran quality controls. The instrument is performing within specs. No further eval of the device is required.